Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported but could not be reproduced with myopotential. All lead testing is stable. Lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Combination product: yes.